Manufacturer narrative:
Product event summary: the device was returned and analyzed.analysis was performed and no anomalies were found. The connector of the lead was extrinsically bent, the distal lv (low voltage) electrode of the lead was covered in blood and visual summary analysis of the lead indicated damage at implant. The analyst also noted: connector pin is bent, this could effect electrical test if not connecting properly in device.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead parameters were unsatisfactory during implant. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.